Event description:
During use of the device for a surgical procedure, the user observed that the unit could not reach below 10 degrees and turned the unit off. The unit was changed out and the user reported the surgical procedure was completed successfully. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Note: reported complaint was confirmed upon receipt of the component. The device was repaired at the customer site and the subject component switch was returned for evaluation. The o-ring was found to have expanded out of specification. The root cause of this reported complaint was attributed to the o-ring component failure.